Event description:
Follow up information received reported that the patient¿s recharging frequency matched their setting and that they had been able to recharge effectively. The patient therapy was in the continuous mode and no cause for the issue had been determined. The patient¿s complaint was confirmed to be that they had to recharge frequently and that the battery is only lasting a couple of days. However, it was noted that the patient was running the device pretty high and for long periods of time. The manufacturer¿s representative was to have a meeting with the patient in a few weeks (patient cannot meet earlier due to other appointments). If additional information is received, a follow up report will be sent.

Event description:
Additional information reported that the patient was told he would need to recharge every 2-4 weeks, maybe every 1 week. It was noted that to cover the pain he would need all electrodes running and his settings were usually 9.6 volts and 6.4 volts. The patient worked with the manufacturer representative and decreased to use only 4 electrodes. He was then able to go more than 2 days without charging but he could not walk because of the pain so he had to turn all the electrodes back on. The patient could not decrease stimulation because he could not lose therapy. The patient was stated he was lying on the hospital bed to get a prime cell implant. He thought the manufacturer would test the implantable neurostimulator (ins) and lower the levels and see that it doesn¿t need to charge every 2 days. The current implant battery was stated to be no good. Follow-up was conducted. It was found that the battery swap that occurred was on a different device. The device the patient complained about was not what the patient was in the hospital for and was clarified to working properly for a new type of back pain considering it was run 24 hours a day at high amplitudes with many electrodes activated. It had been interrogated and was functioning as it should. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from the patient reporting that their rechargeable device did not work. They met with the manufacturer representative on (B)(6) 2016 at the health care professional (hcp) office. There was no response what so ever. The device was dead and did not work. It was reported that the issue of taking 4 hours to recharge and last 2-3 days when they had been told that it would take 1 hour. The patient stated that this started right after it was put in.

Event description:
Additional information was received from the patient reporting that the dead battery issue occurred in (B)(6) 2016. Their symptoms were lots of pain in their hips and low back. The patient did not know of any circumstances that led to the dead stimulator battery or the shorter than expected battery life. It was reported that the manufacturer representative had tested the battery and reported it to the health care professional (hcp). The patient reported that the battery had or would be replaced to resolve the issue.

Manufacturer narrative:
Concomitant products: product ID 977a160, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 7427, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 747151, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3898-33, lot # lb6444, implanted: (B)(6) 2004, product type lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the battery needs to be replaced. The patient reported that they experienced extreme pain as a result of the battery been dead. Patient stated that they reported that problem soon after receiving the battery that it didn't hold charge and they were told that they could not get new battery. Patient reported that the battery was bad from the first day it was installed. Patient reported that a new battery was now installed. The patient stated that they first started experiencing the dead stimulator battery issue several month prior to the report.

Event description:
It was reported the patient was charging more than expected. It was reported the patient¿s battery has ¿been bad¿ since it was placed. It was reported that the battery only lasts 2 days when it used to last a week. It was noted the patient¿s implantable neurostimulator (ins) was placed 3-4 months prior to report and the problem began ¿a couple weeks ago¿. It was reported that the patient was told it would take 1-1.5 hours to charge their device but it takes 3-4 hours to charge. Lastly, it was noted the patient cannot fix their ins until after they have surgery on their heart.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that reprogramming attempts had been allegedly performed to extend the recharge interval. The patient was very interested in changing back to a non-rechargeable device as he indicated being told prior to implant that he'd only need recharging every 3 weeks and it would only take an hour to charge. He had to recharge every 2-3 days and it would take 4-5 hours to do so. Reprogramming to address a "pinching in feet" feeling of stimulation if stimulation wasn't adjusted right was mentioned. Several attempts to reduce the recharging interval had been made with no luck. Additional information received from the manufacturer representative (rep) reported that, while the patient was alleging having to recharge more than expected, the recharging intervals were on par with the settings he had. The battery was not bad; the patient did not want to charge it. The patient was experiencing "tickling" in his feet and reprogramming had occurred to address this. High density programming was going to be tried the next meeting and it was clarified that this would cause charging more often. No recent diagnostics had been performed as the patient continued to cancel appointments. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).